Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2025-00287.

Event description:
It was reported that two trinica screw heads were damaged by a screwdriver intra-operatively. The screws were discarded and there was no reported patient impact. This is report two of two for this event.

Event description:
It was reported that two trinica screw heads were damaged by a screwdriver intra-operatively. The screws were discarded and there was no reported patient impact. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: this event could possibly be attributed to a damaged driver tip causing damage to the screw heads as reported. DHR review: the device was not returned and the lot number was not reported, therefore a DHR review could not be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.